Event description:
It was reported by the patient that he had discomfort with two lumps in the groin area. He underwent a recurrent inguinal hernia repair procedure on (B)(6) 2011 and mesh was used. After recovering from excruciating pain from the surgery, certain pains never went away and new pains began to appear in the groin area and testicles. After a few scripts for pain, the patient was sent to pain management for nerve block injections and strong pain killers. The patient is on 75mg of morphine every day just to mask the pain. Injections would relieve pain for a couple days and then the pain would return. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion.: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).